Manufacturer narrative:
At the conclusion of the failure analysis investigation the event could not be confirmed through analysis. The device did not shut down or start up without prompting during functional testing. It should be noted that if a spinning driveshaft is brought to a stall condition and remains stalled for 3 seconds, the device will acknowledge a stall condition and stop attempting to spin. However, if a spinning driveshaft is brought to a stall and is freed up within 3 seconds, the driveshaft may resume spinning. It is possible that the device became temporarily stalled during the procedure and then the crown became freed up within 3 seconds, resulting in the device spinning again and appearing to start up by itself. Detailed analysis did not reveal any damage that would have contributed to the reported complaint. Analysis did reveal some adhered biological material on the driveshaft and crown, however it could not be determined if the material contributed to the reported complaint event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted after the device analysis is completed. (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) reportedly shut down and started back up without the user prompting it to. A second oad was used to complete the procedure without significant delay and without any further issue.